Event description:
It was reported that the intracept procedure did not provide effective pain relief for the patient. The patient experienced pain, difficulty walking, and a fracture after the procedure. Imaging was not provided and as a result, the patient's fracture could not be confirmed. Additional information was received that the patient will undergo a kyphoplasty. The fracture was identified at a follow-up visit postoperatively.

Manufacturer narrative:
Correction to initial emdr in block d4.

Event description:
It was reported that the intracept procedure did not provide effective pain relief for the patient. The patient experienced pain, difficulty walking, and a fracture after the procedure. Imaging was not provided and as a result, the patients fracture could not be confirmed.

Event description:
It was reported that the intracept procedure did not provide effective pain relief for the patient. The patient experienced pain, difficulty walking, and a fracture after the procedure. Imaging was not provided and as a result, the patients fracture could not be confirmed.

Manufacturer narrative:
Correction to supplemental emdr in describe event or problem field (b5) in section b, adverse event or product problem.

Event description:
It was reported that the intracept procedure did not provide effective pain relief for the patient. The patient experienced pain, difficulty walking, and a fracture after the procedure. Imaging was not provided and as a result, the patients fracture could not be confirmed. Additional information was received that the patient will undergo a kyphoplasty. The fracture was identified at a follow-up visit postoperatively.